Event description:
Patient representative reported "pain and that the implant was broken". It is unknown if the device will be explanted. This case relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient's representative additionally reported "recall." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient representative reported "pain and that the implant was broken". It is unknown if the device will be explanted. This case relates to the left side.